Event description:
Pharmacist complaint of blood results reading "hi" when working with a customer. Pharmacist performed a blood test on herself during the call with a result of 91mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value. Correction of date of event : (B)(6) 2014.

Event description:
Pharmacist complaint of blood results reading "hi" when working with a customer. Pharmacist performed a blood test on herself during the call with a result of 91mg/dl. No adverse event reported.